Event description:
Patient has not had symptomatic improvement from device. (Other issue reports previously submitted). Had second opinion yesterday at emory and was told she does not have gastroparesis. Is planning to have et device removed in december by dr. (B)(6).